Manufacturer narrative:
Images provided in the form of a large dicom 1.8-gigabyte file were reviewed for this investigation; a physical device was not available for evaluation, so the investigation could not determine if a condition existed that would have caused or contributed to the reported event. There are a series of angiograms (dsas + 3d + flat plate cts) dated (B)(6) 2021. There is a wide-necked right superior hypophyseal aneurysm measuring about 8x10mm. With the fred delivery catheter tip in the proximal mca (fred not deployed), a second microcatheter is used to partially deploy a coil in the aneurysm. The fred is then deployed from the distal ica back to the ophthalmic segment (braid starts at the ophthalmic artery, finished ends proximal to the ophthalmic artery). Stent fully deployed at 12:27; there is good wall apposition. Coiling is completed. An angiogram at 12h40 shows a mild amount of non-flow-limiting clot in the proximal stent, where the braid begins. A subsequent angiogram at 13h04 (presumably after tirofiban therapy) shows that the clot has disappeared. The remainder of the angiogram is normal and the aneurysm does not fill. There are multiple MRI/mra series dated (B)(6) 2021. They show normal brain, without evidence of ischemic lesions. The aneurysm does not fill. The reason for clot formation is not explained by any of the imaging.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural images were not provided; therefore the reported event could not be confirmed. The instructions for use (IFU) identifies in-stent thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that a fred x flow diverter was implanted as part of a stent-assisted coiling treatment of a saccular aneurysm located in the left supraclinoid ica. The fred was implanted without issue. As the penultimate coil was being placed in the aneurysm, clot formation was noticed at the distal end of the stent. Tirofiban was administered and the thrombus dissolved. There was no reported patient injury and the procedure was completed successfully.